Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose rose to 18 mmol/l (324 mg/dl) while wearing the pod on the hip/buttocks for between 49 and 71 hours. The patient had an appointment unrelated to diabetes for a CT scan and before leaving for the appointment, the patient delivered a correction of 3.5 units and 2.5 units meal bolus. The bg levels decreased to 14 mmol/l (252 mg/dl). The patient delivered an additional 2.2 units and the bg dropped to 8.8 mmol/l (158 mg/dl). The patient arrived at the hospital for the appointment and paused insulin delivery. The patient fainted. The bg levels dropped to below 4.8 mmol/l (86.4 mg/dl).the patient was treated with 5% glucose utilizing intravenous therapy. The pod was removed at the hospital and the pod was noted to have been leaking during wear. The patient was discharged after 3 hours.